Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose monitor was providing readings that were higher and lower than she felt. Customer reported that prior to the medical event (date/time not specified), she received a reading of 14.8 mmol/l (266 mg/dl) on her adc meter. Customer stated that on (B)(6) 2016 at 12 pm she experienced symptoms of "shivering, heart rate was shallow and then rapid, shortness of breath, and very weak." Customer self-treated with "potassium, magnesium, glucose, a lot of other medication." Customer self-presented to her doctor, who directed her to go to the hospital. Customer was hospitalized and reportedly diagnosed with hyperglycemia and dka (diabetic ketoacidosis). She also reported experiencing a loss of consciousness in the hospital. A reading of 23.7 mmol/l (427 mg/dl) was obtained in the hospital on the day following the adc reading (date not specified). Customer was treated in the hospital with intravenous medication between (B)(6), although she did not know the name(s) of the medications she was given. The customer was unable to provide specific readings with dates/times from her adc meter as it had been left at the hospital. There was no report of death or permanent injury associated with this event